Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the prime/ compromised force sensor system alarm test at 4 pounds due to faulty force sensor resistor (gold). The pump had a scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. The pump was missing the end cap sticker.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin was squirting out during prime. The pump has no visible damage and the drive support cap was intact. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.